Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and failed back surgery syndrome. The medication dosage and concentration were unknown. The second pump was placed two years after the first one was placed, about 21 years ago (1995 according to the patient, but 1997 according to the manufacturer's records). The pump broke down and was replaced as it died. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.